Event description:
The pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately high. They obtained a result of 300 mg/dl on the reported meter. They were unable/unwilling to answer whether they had symptoms of high or low blood glucose level at the time of concern. A laboratory result of 190 mg/dl was obtained within 10 minutes of the meter test. Between the test there was no intervention that would be expected to change the blood glucose. The meter was replaced.